Event description:
It was reported to covidien in 2010 that a customer had an issue with a catheter, continuous flow. Customer reports that during a trellis procedure, the pt expired on the table. Customer reports that there were no device malfunctions of the trellis devices during the procedure. The cause of death is suspected to be a pulmonary embolism. Three attempts have been made to confirm pulmonary embolism with no response from customer.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.